Manufacturer narrative:
Partial model number was provided, zxt. Only a partial catalog number (zxt) is known, as the serial number was not provided. The lens remains implanted. (B)(6). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an implantation of a zxt tecnis symfony toric intraocular lens (iol), the doctor saw a glistening particle behind the lens, which he thinks is a piece of coating from the 1mtec30 cartridge used with the iol. Reportedly, the doctor was able to remove the glistening particle through irrigation and aspiration. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. The available video was reviewed by a subject matter expert (sme) and there seems to be some matter/particles in the eye that the surgeon is removing in the videos. However based upon the video it cannot be determined if there is a product malfunction or product deficiency of the iol. The customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.